Event description:
The customer reported that following a diagnostic catheterization procedure on 08/20/99, the physician placed the es locator and advanced the locator down to the green marker band. The physician fully engaged the j-segment and began to slowly pull back on the locator. When the yellow marker band was reached, the physician slowed down more, but no resistance was felt and the j-segment came out of the artery parallel to the locator and having no curve in it (normally shaped like a "j"). When the locator was out of the puncture site the j-segment was difficult to retract. No complications were reported.